Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 20, 2010. Based on qa assessment, the product met specifications at the time of release. The flex tip laser probe was manufactured on march 2, 2015. There were 930 paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. 2 opened and 12 unopened flexible tip laser probes were received for evaluation. A visual assessment of the opened, returned samples was performed on november 6, 2015. For one of the opened samples, the tip was bent. For the other, the nitinol tip was missing. The opened, returned probes were then disassembled, and the optical fiber was found to be broken for both samples. Due to the visual nonconformities, the opened, returned samples were unable to be functionally evaluated. The unopened samples were not evaluated. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been sent by the company representative, but has not been received by the manufacturer site as of this date. (B)(4).

Event description:
A surgeon reported that during a procedure the laser probe was unable to coagulate with the usual power. The laser probe was exchanged. This did not resolve the issue. The surgeon had to increase the laser power to create the desired laser burn. The procedure was completed with the same system. There was no harm to the patient.